Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer could not locate the products at the time of the call and was unable to provide product information. The customer¿s expected fasting blood glucose test result is below 200 mg/dl and expected non-fasting blood glucose test result is 250 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2020 he had obtained a low result of 108 mg/dl using the meter; customer did not provide fasting/non-fasting status at the time the result was obtained. Customer stated he had been feeling sweaty and woozy at the time and had passed out on his bed. Customer had been unresponsive when his wife had attempted to wake him and she had called 9-1-1. When emt's arrived, customer's blood glucose test result was 15-20 mg/dl. Customer was given three glucose shots and his blood glucose result was raised to 30 mg/dl. Customer was taken to the hospital, diagnosed with hypoglycemia and treated with IV sugar water. Customer stayed in the hospital for one week and then had gone to a rehab center for six days.